Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from that device just quit working as they did not know the circumstances. It had quit working again. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's system worked perfect for two weeks but then symptom control started easing off the third week. Patient increased stimulation but it caused pain in the vaginal area on the 4th week when increasing. Patient turned down the stimulation due to the pain but their symptoms were not being controlled. Patient was scheduled to meet their doctor to have their therapy recalibrated. No further complications were reported. Additional information was received from a consumer. It was reported that after the patient left their hcp's office for recalibration last week, the patient could not feel the stimulation and was not getting symptoms control. The patient stated that a couple days later, the patient tried to increase but the patient programmer would only decrease. It was noted that the patient had access to their programmer and the device showed that the stimulation was off. It was stated that at first, the patient had trouble finding the right spot and was getting the poor communication message but this was resolved by repositioning the antenna. The patient was instructed to turn the stimulation on and reported that they felt the stimulation in the correct area. The issue was not reported to be resolved and the patient stated that they would monitor their symptoms now that the change was made and would follow up with their hcp if the issue did not resolve. No further complications were indicated.